Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited inappropriate automatic mode switch episodes due to noise. It was noted that the noise was reproducible in clinic with arm movements. No programming changes were made as the patient will be monitored. The patient's condition was stable throughout the event.